Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during atrial fibrillation (af) resulting in delivery of inappropriate shocks. No programming changes were made and monitoring has been continued. No adverse patient effects were reported. This product remains implanted and in service.